Event description:
It was reported that during a heavily tortuous right coronary artery (rca) stenting procedure, after lesion pre-dilatation with a non-abbott balloon dilatation catheter, a 3.5x18mm promus stent failed to cross the lesion. The lesion was again dilated with a 3.5x12mm trek balloon dilatation catheter, but the 3.5x18mm promus stent still failed to cross the lesion. A guideliner was introduced and a 3.5x15mm promus stent was successfully implanted in the distal rca. Next, after pre-dilatation of the proximal rca, the 3.5x18mm promus stent was re-inserted and advanced over a fielder guide wire and successfully implanted. The stent was post-dilated with a non-abbott balloon dilatation catheter and the balloon dilatation catheter was removed without issue. Upon removal of the fielder guide wire, the distal tip of the wire caught on the mid portion of the proximal 3.5x18mm promus stent. The wire was pulled, deforming that portion of the stent and detaching a small portion of the tip from the rest of the wire. Attempts were made to remove the distal tip of the wire, but were unsuccessful because they were unable to get a wire into the vessel. The distal tip of the wire remains in the patient, trapped by the stent. The patient was monitored in the hospital overnight, but there was no adverse sequela. Additionally, there was not a clinically significant delay in procedure reported. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, additional information was received reporting that the patient died on (B)(6) 2012. Cause of death is unknown. An autopsy was performed, and although requested, results of the autopsy were not provided. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the wire was pulled after resistance was met. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. (B)(4).

Manufacturer narrative:
(B)(4). The analysis was performed by asahi (B)(4): it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. From the provided information, it is inferred that the fielder xt guidewire, which had been trapped in the strut of the stent due to unidentified circumstances, was pulled back with a force exceeding the product design limit, resulting in the separation of the trapped distal end. Since the patient was discharged from the hospital the day after the procedure, the patient death is likely not related to the breakage of the guidewire; however, because no information nor the result of autopsy was provided, the details could not be determined. The instructions for use states: before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guidewire without observing corresponding movement of the tip; otherwise, the guidewire may be damaged and/or vessel trauma may occur. Additionally, if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. Result in fragments being left inside the vessel and, separation or breakage of guidewire as one of possible complications and adverse events. Furthermore, if guide wire damage or breakage occurs, it may cause damage to the vessel and injury or death to the patient. The promus 3.5x18 mm stent referenced is being filed under a separate medwatch report.